Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator (mtm) to resolve the issues. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed reported failure (error 23); the error was reproduced during calibration. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, a non-recoverable fault, error 41011, was received. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed errors 23/30 on the right master tool manipulator (mtm) armnet. The tse advised the site that the error could return and suggested to remove the instruments, disconnect the blue fiber cable on the surgeon side console 1 (ssc) and use ssc 2 for the remainder of the case. The site restarted the system and proceeded with the case. The procedure was completed with no reported injury.